Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: kit trial slim tip lead, 50cm, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 10381158.

Event description:
It was reported that patient presented with a cerebrospinal fluid (csf) leak on (B)(6) 2025 after trial implant on (B)(6) 2025. As a result, the leads were explanted on (B)(6) 2025. It is unknown which lead caused the csf leak.